Event description:
It was reported that the patient remained incontinent after his last artificial urinary sphincter (aus) surgery in (B)(6) 2019. During (B)(6) 2019 surgery, tab on cuff was found undone. The previous cuff was removed and replaced for a new 4 cm cuff. There were no further patient complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The explanted cuff was replaced due it was not locked in place, it was lost around the urethra.